Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, stitches or sutures failed after anastomosis few days following a procedure. It was stated that there was no staple line and re-operation was done. The event resulted to unanticipated tissue loss and tissue damage. The surgical time was also extended to 30 minutes or more and incision was extended to more than 1 inch.